Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the device. There was no adverse impact to the customer's blood glucose level. Cts arranged for a replacement pump to be sent, and the customer will continue using the current pump until the new one arrives, at which point training will be made available through their tandem source account.